Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had external liquid damage. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had external liquid damage. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had external liquid damage. A field service engineer stated that there was no delay, as the customer had made sufficient plans for the drawer's downtime. The full-height cubie drawer 5 main was replaced due to extensive liquid damage, which had rendered most of the cubie positions unusable. After the replacement, no errors or failures were observed in either the main or test application. The system functioned as intended after the field service engineer repaired the device.